Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that patient had sinus drainage and pain since day of placement. Implant ended up falling out on its own. Patient felt better afterwards. Implant was removed due to sinus perforation. Tooth # 2. Surgical/medical intervention required for permanent damage: no. Additional appointment required: no. Symptoms as a result of the event: pain.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) osseotiteâ® tapered certainâ® prevailâ® implant 5/4 x 10mm (xiitp5410) was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth # 2 (universal) and was used for approximately 1 month, 19 days. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2021090681). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2021090681) for similar events and one (1) other complaint was identified (B)(4). Post market trending was reviewed and there were no actionable events or corrective actions for the reported events. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction could not be verified for the event perforated sinus, and the reported events were non-verifiable. Additionally, device malfunction for the reported event pain, has not occurred.